Manufacturer narrative:
Postal code - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Physician reporting a rupture and a capsular contracture baker grade iii diagnosed by MRI. The device remains implanted. This relates the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion and deformation. No other observations observed in the device. The device is not broken. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Event description:
Physician reporting, a rupture. And a capsular contracture, baker grade iii. Diagnosed by MRI. Device has been explanted. This relates the right side.